Manufacturer narrative:
The device will not be returned for evaluation. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
Nurse, head of theatre, reports via fax that the drill guide sleeve is deformed although it was not yet used. Moreover, she writes that it was detected during preparation for use and that the surgery was postponed to the next day.